Event description:
Strips are producing a skin reaction recently; redness and blistering. Doctor has ruled out other causes and while not 100% positive, it is strongly suspected it is from this item. Multiple lots were mixed in one bin and all have been pulled.

Manufacturer narrative:
Method: products received and meet specification. Results: met specifications. Conclusions: device was used with an adhesive accelerator. The device is not intended to be used with an adhesive accelerator.